Event description:
It was reported that during a procedure in an unknown vessel with heavy calcification and heavy tortuosity, pre-dilatation was performed and a 3.5x33 xience prime stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed from the patient's anatomy and the xience prime sds was re-inserted and multiple unsuccessful attempts were made to cross the lesion against resistance and force was applied. Reportedly, additional dilatation was performed between the multiple attempts to advance the sds. The sds was removed from the patient's anatomy with resistance. An additional attempt was going to be made to advance the sds; however, it was noted that the stent had dislodged on the cath lab table and was noted to be damaged (crushed). Two smaller xience v stents were implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force and re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage and stent dislodgement were confirmed. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Additionally, the IFU states: resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. The resistance/difficulty removing the device from the anatomy likely occurred as a result of the damaged stent implant interacting with the lesion and/or accessory devices during withdrawal. Based on the information reviewed, there is no indication of a product deficiency.